Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp device. During use of the device, bleeding and swelling in the impella leg developed. As treatment, a surgical cut down was performed and 2 units of blood products were delivered. The patient remained in stable condition, thereafter.